Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part explanted due to infection and pain. There were no additional adverse effects reported. The device was discarded at the facility and is not expected to be returned for analysis.